Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump volume was not changed. The customer¿s blood glucose level was unknown at the time of the incident. Customer was hospitalized but no related to diabetes. Customer was performed audio test. Customer stated that there were no difference on the volume level. Customer was performed self test and received pump error and battery failed. Customer was not continued the steps. The insulin pump will not be returned for analysis.